Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the medium large clip applier instrument was not closing the clips tightly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, the initial reporter was unable to provide any additional information regarding the event.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument failed the clip test. The clip did not fully close onto the test tubing. The root cause of this failure is attributed to mishandling/misuse. Additional observation not reported by site that is related to the primary failure: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.031" offset at the tips. As a result, the clip could not be properly loaded on the grips. This failure caused the clip test failure of the instrument. The root cause of bent-severely instrument grips tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the product associated with this event shows that the medium large clip applier instrument was last used on a ventral hernia tar surgical procedure on (B)(6) 2022 on system sk2188. The alleged event occurred with 50 uses remaining on the instrument. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this event is considered not reportable as the event did not cause or contribute to a death or serious injury and per fa investigation there is no evidence that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The failure of the instrument was related to an inability to properly load/retain the clip, which prevents the user from performing the clip function altogether.